Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noted that sutures don't slide properly. There were multiple sutures tear and do not secure as tightly because of the braiding design.